Event description:
During a ptca/atherotomy treatment procedure involving a 90% stenotic lesion in the middle portion of the lad coronary artery, the maverick2 monorail balloon was suspected to have ruptured at 13 atm's on the initial inflation. The pt was asymptomatic during this event. A guidant balance guidewire (size unknown) was also used in this case, but the type and size of introducer sheath and guide catheter and which inflation device was used are unknown. The procedure was successfully completed. Pt status is reported as 'good'.